Event description:
On 04/19/2010, baxa was notified by a customer of a pt involved incident. The pt died on (B) (6) 2010. The customer uses the exacta-mix 2400 compounder for tpn production. The initial customer reporting the adverse event is a compounding facility. Upon further follow up with the hospital where the event occurred, the neonatologist ruled out tpn as a possible cause of death, and states the incident was not due to baxa's compounder.

Manufacturer narrative:
The customer database and pt reports were reviewed. None of these items suggest that the compounder caused or contributed to this pt death as a result of failure, malfunction, improper or inadequate design, manufacture, or labeling of the product. An email received from the IV supervisor at the user facility on 04/20/2010 stated: "neonatologist has ruled out tpn as a possible cause of death."